Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5155613.

Event description:
Voluntary medwatch received states that patient's lead exhibited under sensing. The patient status was unknown.